Event description:
Info received indicates the bed's back support does not work and it cannot lift the pt. The foot support is not work either.

Manufacturer narrative:
The account is considering scrapping the bed.